Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colon resection, while being applied to severed colon, the device was unable to be fired, and handle was unable to be squeeze even when the green button was pressed. A new device was used in order to complete the case. No patient injury.